Event description:
As reported in the porto database, eight months after the index procedure, this patient returned to the cath lab where repeat angiography demonstrated a restenotic lesion peri-stent to the cypher, which was implanted in the mid lad. A bare metal stent was implanted with success. The patient was discharged the next day in stable condition. Seventeen months after the index procedure, the patient experienced class 2 dyspnea and a positive stress test. A repeat angiography was performed which revealed no significant lesions.